Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns us customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible os or incompatible device" issue was reported with the abbott diabetes care (adc) with a galaxy a16 5g/ 16 operating system version 1.2.0.1856 . The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. Customer did not experience any symptoms and treated themselves with insulin (dose, type unspecified) for the treatment. There was no report of death or permanent impairment associated with this event